Event description:
The event involved a patient of unknown age,gender and medical history. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in the lad. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated, prior to the introduction of a 3.50x23mm cypher stent. During attempts to deploy this stent, the shaft of the sds broke inside the patient, while the stent was partially deployed. The area of breakage was noted to be within the guiding catheter. The physician managed to fully deploy the stent and retrieve all the sds components without injury to the patient.

Manufacturer narrative:
The distal aspect of the product was returned for evaluation. In addition, a 6fr non-cordis guider, an unknown guidewire and angioguard were also returned. The broken edge of the received portion of the sds were ovaled and appeared as if it had kinked prior to breaking. The balloon was also accordioned. The sds had dried traces of blood within the balloon and along the distal inflation lumen. The balloon was inflated and deflated with a syringe lab sample and no leakages were observed. A DHR review could not be performed, since the lot number was not provided. The reported failure was confirmed by analysis. Breakages of this nature are usually the result of ductile overload. Force or cycling of the hypotube (kinking-straightening-kinking) may result in the eventual breakage. The exact source of this force could not be conclusively determined. There are procedural and possible vessel factors that may have contributed to this event. There is no clear indication that this event was design or manufacturing related. Additional information will be submitted within 30 days of receipt.